Event description:
It was reported that the patient was feeling stimulation in his rectum instead of the penis area. It was stated that the system worked "perfectly" the first two nights after implantation. He had been reprogrammed only once since implant, but not since the issue began. It was noted that the patient had a surgery for removal of an abscess and hemorrhoids two weeks prior to report. It was unclear to what extent the surgery pertained to the event, however the patient wasn't using his system while recovering from the operation. The recovery period was reported to be up to 8 or 9 weeks. It was also reported that the device had been off for more than two weeks prior to discovering the abscess. It was stated that he wanted to wait for the results of his operation before determining the next steps. It was unknown whether the problem was still persisting after the surgery, but the patient was going to follow up with his physician after healing from the rectal surgery. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00c20, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).